Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, when the issue occurred, the system was in clinical use and the procedure could be completed by restarting the system. A philips field service engineer (fse) went onsite and confirmed that the system was unable to emit radiation. Onsite troubleshooting found an issue with the power inverter (point) certeray. To resolve the issue, the fse replaced the power inverter (point) certeray and the system was returned to use in good working order. The instructions for use for the allura device recommend using a system restart if there is a system failure. The allura IFU provides instructions regarding a cold restart (switching the system off and then on again) as well as a ¿fast restart¿ which enables the operator to recover from a system failure faster than switching the system off and on again. If a loss of exposure occurs during a procedure, a warm/fast restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the issue may resolve, allowing for continuation and completion of the procedure. A loss of exposure that can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system would not x-ray. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.